Manufacturer narrative:
Additional suspect device: model number sc-2317-70, scs-linear lead, serial number: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient was reprogrammed several times however the complaint was not resolved due to high impedances. The patient underwent a lead replacement procedure however when placing the entrada needle and advancing the new lead it went anterior after numerous attempts of deployment. The needle was taken out and access to the epidural space was attempted again which resulted in a cerebrospinal fluid leak. The lead was advanced however it went anterior. The needle was taken out and repositioned again at a more lateral angle so that the lead could be steered medially. This resulted in a second cerebrospinal fluid leak and the patient was experiencing a headache. There was no medical intervention for the headache. It was noted that the needle used was sharper than the standard tuohy needle and therefore more difficult to steer. The procedure was aborted. The explanted leads will not be returned as they were discarded by the hospital. The patient is expected to fully recover and the procedure will be rescheduled.